Event description:
Limited information was reported through a legal event that on (B)(6) 2011 a (B)(6) female underwent a procedure to treat hernia reoccurrence and adhesions. During the procedure, strattice was implanted. Lysis of adhesions and bilateral component separation was performed. On (B)(6) 2012 a second revision surgery was performed and strattice was explanted. Fat necrosis was noted and excised over the mesh and seroma was noted. In 2019 the patient underwent additional surgeries for hernia repair. No other information was reported.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, the information will be sent to product surveillance for further evaluation. To date, no additional information has been received. No further actions are required, a nonconformance was not confirmed.